Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown at this time. Rep reports they reprogrammed the patient using good contacts, and used cycling to help with charge burden. Per rep, patient reports 35-40% relief and charging is significantly better (using about 20% daily). Rep noted the patient is happier but "there is still work to be done.".

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the impedances seen on (B)(6) 2024. Multiple programming sessions were tried and each time the physician/app were aware. Each time they repro grammed her, the impedances changed. Concern was is it lead or ins. A revision was scheduled and performed on (B)(6) 2024. Rep noted they were made aware of the scheduled revision on (B)(6) 2024. It was determined the ins was not the issue. Testing was done on original ins by reconnecting leads into different ports as well as hooking up to wens. The 0 contact of left lead stayed consistent do not use. 0 contact of left lead was bad. New leads and ins were placed in patient and revision went smoothly. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the other lead remains in patient.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep. Said pt had been struggling to get 50% pain relief from the device since implant date. Rep. Met with pt today for reprogramming (pt had several reprogramming sessions in past since implant date), but rep. Was getting some alerts on their tablet indicating out of range electrodes. Pt had impedance check back in jan, and rep. Said 7 contacts were avoid or do not use. Today, rep. Said 5 contacts were avoid and contact 0 was do not use, over 40, 000. Rep. Said contacts 6(720), 7(680), 12(720), and 13(680) were avoid. Rep. Reported that electrode pairs 12 and 6 and 7 and 13 were close to touching and had impedance values of 190 or so. Discussed possible shorts between these electrodes. Rep. Said the pt was "not therapeutic." Pt changed positions and the electrodes impedance values changed. Values seemed to change when the pt was sitting vs standing. When the pt sat down, electrode 0 went back to green when the impedance check was run again. Discussed options moving forward. Troubleshooting was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024. H3. Analysis found that the conductor #0 was broken 2.75cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.